Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the buttons spring back or click normally. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.